Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The cream handle cracked and broke off when impacting with a mallet. A sterile pack was used to ensure no plastic fragments were dropped into the open wound until final seating of acetabular cup was achieved. The broken instrument was then handed to ortho tech to get sterilised and returned to stryker for investigation. There was a 10 minutes delay, but no medical intervention required. Case completed as originally planned.